Manufacturer narrative:
D10 concomitant product: siglu60a; tri 2.0 siglu60a 60 load unit; (lot number: n3h2068y) sigc60mt; tri 2.0 sigc60mt 60 med thk cartridge; (lot number: n3e0065y) siglu60a; tri 2.0 siglu60a 60 load unit; (lot number: n3h2068y) sigc60mt; tri 2.0 sigc60mt 60 med thk cartridge; (lot number: n3e0065y) sigphandle; sig power sigphandle handle; sigadaptxl; sig power sigadaptxl linear xl adapter; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure using the loading units and reloads with a powered stapler and xl adapter, the reloads were not able to form proper b staples, staples that opened and could not close fully, staples fell into the abdominal cavity, reloads were not able to fire fully, incomplete staple lines, and the device not being able to fire even with new blades and reloads which resulted to extended surgical time of two hours due to multiple device issues. It was confirmed that the staples were retrieved by hand instruments. Troubleshooting involved replacing the device with new blades and reloads, but the same issues persisted, leading to the use of staplers from another company.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the staple cartridge was partially fired. Staple pushers were visible at the 4cm cut line. Functional testing found that the cartridge was loaded into a representative handle, adapter, and loading unit. The cartridge was recognized as used. The cartridge and representative loading unit were loaded onto a representative manual handle. The interlock was overridden and the cartridge was applied to test media. All remaining staples were placed and the test media was cleanly transected. It was reported that the instrument did not fire, staples were not formed properly, and the device partially fired. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the component disengaged. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the loading unit/cartridge will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.